Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a pacing impedance measurement above 2,000 ohms on the right ventricular (rv) lead. The physician was notified of the out of range measurement. The patient was seen during a follow up visit to remove the stitches. When the ICD was interrogated, it revealed that there were high out of range pacing impedance measurements for both the rv and left ventricular (lv) leads. A revision was performed and the leads were disconnected and then reconnected again to the ICD. All impedance measurements were then within normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
The ICD and leads remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.